Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer support on (B)(6) 2023 to report a fluid leak was discovered during dwell 3 of treatment. Fluid leaked from the supply bag. The patient stated the connection came undone and leaked on the bed. Fluid was not discovered in the pump module area or on the external of the cassette. There were no alarms or warnings prior to the leak. No fluid came in contact with the cycler. The patient stated a draining slowly message occurred in drain 3 of 4 of treatment. Treatment was cancelled and the patient stay they were to follow up with the registered nurse (rn). Additional information was requested but was not received to date.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer support on (B)(6) 2023 to report a fluid leak was discovered during dwell 3 of treatment. Fluid leaked from the supply bag. The patient stated the connection came undone and leaked on the bed. Fluid was not discovered in the pump module area or on the external of the cassette. There were no alarms or warnings prior to the leak. No fluid came in contact with the cycler. The patient stated a draining slowly message occurred in drain 3 of 4 of treatment. Treatment was cancelled and the patient stay they were to follow up with the registered nurse (rn). Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.